Manufacturer narrative:
This product remains implanted and has not been returned. As such, physical analysis has not been conducted in our laboratory. As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was found to be in safety mode. Replacement device is recommended in the near future. Device remains implanted. No adverse patient effects were reported. Additional information was received that this device remains implanted. The physician is monitoring the patient closely. No adverse patient effects were reported.